Manufacturer narrative:
The customer¿s report of disconnect during power injector use was confirmed. Visual inspection of the set noted no holes or tears on the tubing and no cracks, crazing or breaks on the components of the sets. There were no other anomalies observed. Functional and pressure testing was performed by swabbing the female luer of the set with a 70% isopropyl alcohol swab for 3 seconds. A lab syringe was connected to the female luer and an attempt was made to prime the set. It was noted that the set stayed fully connected to the syringe. The root cause of the spin off during priming was not fully identified. However, when the device was swabbed with 70% isopropyl alcohol and allowed to dry before connecting, there was no spin off. It was not specified whether or not the customer used the same procedure. The root cause of the catheter disconnecting during power injector use is most likely the use of a less than optimal mating device.

Event description:
The customer reported spontaneous disconnection of mp5310 from peripheral IV access device with leakage of contrast during pressure injection.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Correction: initial reporter address.